Manufacturer narrative:
Concomitant medical products: dtba1d4, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the ER (emergency room) due to hearing audible alerts. An interrogation was done and the information was reviewed by qualified personnel. It was found that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter). Noise and oversensing was also observed for the rv lead and noted that the noise caused inhibition of pacing. The patient refused to be admitted so reprogramming was done for the right ventricular (rv) lead and the patient was fitted with a lifevest and sent home. The following day the patient¿s device started alerting again. A possible fracture is suspected. The rv lead remains in use but is scheduled to be revised. No patient complications have been reported as a result of this event.